Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to customer's blood glucose level. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy. Customer declined further follow-up from tandem technical support.